Event description:
The customer reported that the unit shuts down and alarm while on patient. There was no patient harm reported. The service technician replaced the power management board, motor controller board and power supply. Performance verification testing was completed and passed per operating specifications.